Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, and force evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed a broken pebax and the helix (tip) was observed bent. A force test was performed, and the device was recognized and visualized correctly; however, error 106 displayed on screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and an open circuit on the tip was identified. In addition, further investigation of the peek housing section revealed that there was (insufficient) adhesive on the wires. A manufacturing record evaluation was performed for the finished device number lot: 31478580l and no internal action related to the complaint was found during the review. The force sensor error reported by the customer could be related to the open circuit identified; therefore, the customer complaint was confirmed. The potential cause of the open circuit could not be determined. The root cause of the adhesive condition was traced to the manufacturing process. The bent tip and damage to the pebax are unrelated to the customer complaint. The potential cause for these damages may be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Regarding the pebax damage, the IFU recommends not to scrub or twist the distal tip electrode during cleaning. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being performed to address process opportunities related to adhesive issues. Explanation of codes: investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to lab analysis finding of insufficient adhesive on the wires of the peek housing. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the lab analysis finding of open circuit on the tip. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the lab analysis finding of the broken pebax. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the lab analysis finding of the broken pebax. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under: (B)(4). E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a broken pebax. Initially, it was reported that during the operation, the force values displayed were high. A second device was used to complete the operation. There was no adverse event reported on the patient. The force issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, a broken pebax was observed. This was assessed as MDR reportable with an awareness date of 08-jul-2025.